Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the blue with white stripe dilator is broken and frayed. The dart is missing and was not returned. The capio slim suture capturing device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the surgeon was placing one arm of the uphold lite and the suture broke. The procedure was completed with another uphold (tm) lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the surgeon was placing one arm of the uphold lite and the suture broke. The procedure was completed with another uphold (tm) lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.